Event description:
Immediately upon initiation of a dialysis treatment, the nurse observed an external blood leak from a crack on the top of the dialyzer. Treatment was stopped and restarted with a new dialyzer. The patient had an estimated blood loss of 10 ml. The patient was not symptomatic as a result of the blood loss and did not require medical intervention.